Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced high blood glucose levels (bg). Bg was over 365 mg/dl when admitted to the hospital. The reason for hospitalization was diabetic ketoacidosis (dka). The patient also had pneumonia. Other health issues the patient has reported were confusion feeling sick/unwell headache tired/weak altered vision/vision changes extremity pain/cramps increased thirst reason of hospitalization. No further information available.